Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that, "patient primary accolade subsided revised with modular restoration. Replaced liner with another g 40mm. Hospital protocol no return of implants no additional x-rays etc."